Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user¿s touchscreen became unresponsive and the device could not be unlocked. The user¿s guardian was advised to attempt a restart through the mobile app once the device charged. There was no report of end-user harm or adverse event associated with this case.